Event description:
It was reported that prior to an unrelated device upgrade procedure, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected rv lead damage associated with clavicular crush, however, lead damage was not visually confirmed. The rv lead was capped and replaced during the unrelated procedure. The patient was in stable condition.